Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed by third party distributor. In addition, the charge coupled device lens was found to be dirty during the device evaluation. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the blurry image was a dirty charge coupled device (ccd) lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. This issue was found during reprocessing. There were no reports of patient involvement.